Event description:
It was reported that a new insulin pump user experienced persistent hyperglycemia overnight, with reported blood glucose values around the mid-300s mg/dl after dinner and dessert and attempted to use a meal announcement without eating to correct the glucose, which constituted an improper or incorrect procedure and a user interface¿related usage issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem associated with failure to follow instructions, characterized as an unintended use error and linked to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.

Manufacturer narrative:
Initial.